Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist, during a tavr procedure with a 29mm sapien 3 ultra resilia valve (s3ur), the s3ur was prepped per IFU. Team had difficulty advancing valve past the common iliac artery. After attempting various techniques to advance the system, implanter decided to pull the delivery system out. Valve was stuck in the e-sheath and while removing the system as a unit, patients decompensated. Angio showed perforated iliac artery. 3 vbx stents were immediately placed followed by surgical intervention to repair the iliac artery. Post surgery patient was transferred to ICU in stable condition.